Manufacturer narrative:
(B)(4). The device history record shows a pump failure of rest manual tube release message. The pump was reworked and passed all subsequent testing. The device has been previously sent into service for the reported condition of undetermined service code (804:26) or any related failure.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with pump failure was not confirmed in the sample evaluation or in the event history log. However, quality engineering has confirmed the reported problem by identifying the as determined problem code as 804:26. The root cause of the reported problem was determined to be software failure. The reported problem did not require any hardware replacements. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a "pump failure." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.